Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, but the root cause of the issue was unable to be identified. The hillrom technical support representative informed the account a hillrom technician could be sent to the account to repair the bed, but the account did not want to incur that expense. Per the hillrom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hillrom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. The account confirmed they repaired the bed, but they were unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed exit would alarm at the bed, but not at the nurses' station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).